Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge alarm 0 occurred. Customer reverted to an alternate method of insulin therapy. Customers blood glucose was 82 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.